Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failed alert with the ilet, after a previously successful pair, resulting in intermittent communication and signal loss that was resolved by toggling settings and restarting the ilet; the issue was consistent with a communication problem involving the antenna/electrical-magnetic component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.